Event description:
It was reported that the user experienced signal loss between the dexcom g7 and the ilet, consistent with intermittent communication failure involving the electrical/magnetic system and antenna, and the device was restarted and sensor pairing reinitiated with education provided on pairing and warm-up timelines. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet that manifested as intermittent communication failure, involving the antenna component within the electrical/magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.